Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient representative asked the agent if they could schedule an appointment with manufacturer representative (rep) to check the battery of their implant that does not stay charged too long, and had been turning off 'on its own'. Patient was also present during call and confirmed that they did not make any changes on their programming settings. Caller stated the ins was 'dead' at the time of the call. Caller was redirected to their hcp to further address the issue. Agent reviewed national answering service (nas) role.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.